Event description:
It was reported that the reservoir was leaking when removing the infusion set for a set change. It was noted that the leak was under the reservoir chamber, between the two o rings. Customer's blood glucose reading at the time of the call was 17 mmol/l. No further information reported.

Manufacturer narrative:
One opened and used reservoir was inspected and not anomalies were found. Basal and or bolus leak test was performed and it was noted the reservoir had no leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.